Manufacturer narrative:
Approximate age of device- 7 months, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was seen in clinic on (B)(6) 2019 for epitaxis that had occurred over the weekend of (B)(6) 2019. The clinic observed a patient hgb level of 6.7 from lab test results. Patient was then admitted to the hospital on (B)(6) 2019 for transfusion of 2 units of packed red blood cells (prbc) due to hgb levels trending down to 6.0. The patient was transfused with an additional 1 unit of prbc on (B)(6) 2019. No alarms or device malfunctions were noted.

Manufacturer narrative:
Section b5: additional information

Event description:
The patient received 1 unit of packed red blood cells on (B)(6)2019 due to downtrending hemoglobin. Hemoglobin remained stable until an episode of epistaxis on (B)(6)2019 . A eneteroscopy showed no source active bleeding. The patient was discharged on (B)(6)2019 with stale hgb and normal stool color. No further information was reported.